Manufacturer narrative:
It was reported that the tip of an olive drill broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022 . The device broke while being used to pre-drill a hole prior to screw implantation. The olive drill is provided to customers within a sterile kit (sk39) and marked single use. The UDI referenced is for the sterile kit, sk39, that the product is distributed within. The device history records for all possible lots were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Although the most likely cause cannot be determined, based on the available information, the olive drill likely broke due to the technique utilized which applied additional bending forces to the device. The product is manufactured with implant grade material and the case was successfully completed with no report of impact/injury or case delay, nor have any adverse events previously been reported as a result of this failure to date. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of an olive drill broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. The case was completed successfully with no additional patient outcomes.

Manufacturer narrative:
D4: lot #: lb22107. D9: device available for evaluation?: yes, returned to manufacturer: 22-jun-2022. G3: date received by manufacturer: 22-jun-2022. H3: device evaluated by manufacturer?: yes, evaluation summary attached. H6: type of investigation: 10; investigation findings: 3243. H10: the device was returned for evaluation and analysis confirmed the olive wire broke right where the fluting meets the shaft of the device. The device history record was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Based on the available information, the most likely cause cannot be determined; however, it is possible the device broke due to impact with another device in the bone or was subjected to additional forces or bending stresses. The company will supplement this MDR as necessary and appropriate.